Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the mounting pin of the spring arm released while pivoting the arm during operation and slipped by approximately 5 cm. The operating room was closed and the biomed department have removed the lamp body and spring arm. No injury was reported.

Manufacturer narrative:
The reported information was analysed. Further information and the affected system components (central axis boom, spring arm and circlip) or photos of these components were requested but were not available for investigation. Based on the available information, it is likely that the visible gap between the central axis boom and the spring arm formed due to the circlip drifting out of its seat in the spring arm journal. This suggests that the circlip (c-ring) was stretched too much during the last assembly and was thus plastically (irreversibly) deformed or mechanically damaged. It is likely that due to this damage the ring was not correctly positioned in the intended groove and then became loose. However, since neither the material nor other information was available, no clear underlying root cause could be identified. The installation instructions include warnings to prevent damage to the circlip during installation. Replacing the circlip in accordance with the installation instructions solves the problem.

Event description:
Please refer to the initial-report.